Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device, it appeared to be in good condition. The guidewire was not returned for analysis. The telescope was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Microscopic inspection revealed the guidewire exit port was damaged.

Event description:
It was reported that device entrapment occurred. The opticross hd was advanced for ultrasound examination of the target lesion. During the procedure the catheter got stuck with the guidewire and the devices were removed together. The procedure was completed with another of the same device. There was on patient injury.

Event description:
It was reported that device entrapment occurred. The opticross hd was advanced for ultrasound examination of the target lesion. During the procedure the catheter got stuck with the guidewire and the devices were removed together. The procedure was completed with another of the same device. There was on patient injury.